Manufacturer narrative:
E1: patient country: saudi arabia. E1:name- (B)(6). Street-(B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient faced hyperglycemia event on (B)(6) 2026. The blood glucose level was 500 mg/dl at the time of event and the patient got treated by pump.